Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. There was reportedly an issue with air bubbles. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2014 with the following findings: a review of the black box revealed no activity outside of normal use. The returned battery cap and cartridge cap were used to complete the investigation. There were no air bubbles or any errors, alarms or warnings that occurred during the investigation. The product performed within specification. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).